Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8780 serial# (B)(4) implanted: (B)(6) 2016 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving dilaudid [10 mg/ml] at a rate of 6.503 mg/day via intrathecal drug delivery pump. It was reported that the patient was in for a pump refill and the reservoir volume was 5.0 ml. After withdrawing from the port he reported there was 30 cc removed. The patient had reported a loss of therapy on (B)(6)2017 and also felt slightly nauseous. There were no reported falls or any other factors. A dye study was performed under fluoroscopy on (B)(6) 2017. As the doctor was unable to aspirate the catheter from the catheter port. The patient is being referred to another physician and will be scheduled for a catheter revision or replacement. Nothing had been scheduled upon further follow-up and there were no further interventions. The issue was not resolved and there were no further complications reported/anticipated.